Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control evaluated the customer's device and was verified the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio observed that two of the device's battery pins were very loose, which was most likely the cause of the unexpected shutdowns. Physio replaced the device's case and battery pin grommets to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were using this device to monitor a patient and it unexpectedly powered off multiple times while in transit to the hospital. The users were able to power the device back on and obtain the patient's vitals. There were no reports of any adverse effects to the patient as a result of the reported issue.